Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: hip end effector broke during case at locking mechanism. There was a surgical delay of 10 minutes. Device evaluation and results: visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing. Discoloration and wear are seen on the 202862 hip ball retainer and 202870 hip chuck slide. Visual inspection shows fracture at the degree markers of the 206966 reamer barrel. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 50 devices were manufactured under lot no 19400515 and (B)(4) including s/n (B)(4) were accepted into final stock on 05/26/2016. A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19400515 shows 6 additional complaints related to the failure in this investigation. Pr (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
Hip end effector broke during case at locking mechanism. There was a surgical delay of 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hip end effector broke during case at locking mechanism. There was a surgical delay of 10 minutes.